Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging a date and time issue with their one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based in the initial call. The patient mentioned that on (B)(6) 2011 they noticed a date and time issue on their meter and was unable to obtain a blood glucose reading on their meter at 2:30pm. The patient has neuropathy and neve damage. The patient went to the physician's office and tested on the physician's meter and obtained a 123 mg/dl and was treated with insulin and advised to start (3x/day 20 units of humalog insulin and twice a day lantus based on a sliding scale). This is not the first time the product was being used. The alleged issue did not occur after the battery was removed or replaced. The alleged issue was not resolved over the phone. No further clinical information was provided. It would have been helpful to know the patient's readings prior to the event and how long the patient has had the neuropathy. It would have also been helpful to know the patient's diabetes regimen, whether or not the patient and developed any other symptoms and why the patient was treated with insulin for a blood glucose of 123 mg/dl. The product was replaced. The complaint is being reported since the patient alleged that due to the date and time issue, the patient was unable to test and had to receive insulin by the physician for a blood glucose of 123 mg/dl.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted where the meter was found to have a broken data port cover. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # k021819.